Event description:
It was reported to philips that system failed to start after the restart, no power supply on the system. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) connected with the customer remotely and confirmed that the system was unable to restart. Review of the logfile shows control module power status was reported as not ok, pdu fan tray and dcps malfunctioning. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the cabinet m did not power on; no leds illuminated when the module's power button was pressed at the control station and requested onsite support. The philips field service engineer (fse) checked the system onsite and found that there was a short circuit inside the left power supply board. To resolve the issue, the fse the field service engineer (fse) determined that there was a short circuit inside the left power supply board. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.